Event description:
It was reported that the surgeon clipped the catheter during a pump replacement for normal battery depletion. The reporter was inquiring if the surgeon could clip a clean edge on the catheter and plug it into the old catheter connector. The device system was infusing clonidine and morphine. Four days later, it was reported that the catheter was clipped, approximately 6cm from the pump connector, when the surgeon was dissecting the pocket. The surgeon went on to discard the clipped segment and was able to reconnect the catheter back to the pump connector. The pump connector was then attached to the pump and tied with sutures. At that time, the catheter and pump connector patency was checked via the catheter access port and cerebrospinal fluid was easily withdrawn. It was reported that the patient had not experienced any symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8578. Product type: accessory. (B)(4).